Event description:
Pt experienced infection at port site about 4-5 weeks after implantation and cipro was prescribed. Subsequently, about 4 months after implantation, the physician who attempted to perform adjustment without success, observed leakage at base of port junction under flouroscopy. Explantation of port has occurred, but port was not replaced due to infection concerns.